Manufacturer narrative:
The field service engineer (fse) evaluated the device onsite and determined that the ECG equipment malfunction was due to malfunction of ECG cable. The ECG cable was replaced and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the ECG equipment was malfunctioning. The efficia dfm100 defibrillator, model#: 866199, is substantially similar to the heartstart xl+ defibrillator (model#: 861290) and will be reported in the united states under device model#: 861290.